Manufacturer narrative:
(B)(4). Evaluation summary: the device returned for analysis. The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery. The nc trek rx 3.50 x 20 mm balloon dilatation catheter was advanced to the lesion but completely failed to inflate after multiple attempts. The device was removed from the patient and replaced with a new balloon to complete the procedure. The balloon was submerged in saline prior to use and the contrast ratio to saline was 50/50. There was no reported resistance during removal of the stylet and protective sheath. It was reported that although the balloon did not inflate inside the patient, it was tested outside the patient and it did inflate, but then would not deflate. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.